Manufacturer narrative:
Testing and investigation found that the device door roller was broken and the door roller pin was missing. Further testing found the device had unrestricted flow when the door was closed. This was due to the broken device door roller and missing door roller pin. The broken device door roller and missing door roller pin prevented proper actuation of the regulator closer on the device mechanism causing unrestricted flow when the door was closed. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device door roller was missing. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller and door roller was missing. No additional information was provided.